Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device and the subject otv-s7h-1d-f08e were returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the subject device and the subject otv-s7h-1d-f08e and found that when omsc applied vibration to the video connector, the reported phenomenon was duplicated and the video connector socket locking mechanism of the subject device did not work properly. When omsc attached the spare otv-s7h-1d-f08e to the subject device, the reported phenomenon was duplicated. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc surmised that the reported phenomenon occurred due to failure of the video connector socket locking mechanism. The exact cause of the video connector socket locking mechanism failure could not be conclusively determined.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the subject device and found that the reported phenomenon was duplicated and the video connector socket locking mechanism did not work properly. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the procedure, the image of the subject device was flickering. The user replaced the subject device with another device to complete the procedure. Other detailed information was not provided. There was no report of patient injury associated with the event. The subject device was used in combination with otv-s7h-1d-f08e.